Event description:
The pt tested his blood glucose on suspect device at 4 a.m. And it was hi (>600 mg/dl). He took 20 units of insulin based on his sliding scale. At 6 a.m., his wife found him passed out. She retested his blood glucose on suspect device and it was 24 mg/dl. He was given o.j. And sugar and taken to the hospital. At the hospital his blood glucose was 78 mg/dl and he was given an IV.